Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation: one device was returned for investigation. Visual inspection found a torn dso seal, small crack on the lens, and light damage to the rear housing. The complaint was confirmed. Lens, dso seal, and the rear housing were replaced. Root cause was not established. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "downstream occlusion sensor seal damaged. Slight cracks to lcd screen, slight damage to rear plastic housing from the holder". There was patient involvement but no patient harm/adverse event reported.